Manufacturer narrative:
Event description: an event was reported in which a minimally invasive bunion (mib) plate and the associated screws were explanted due to an infection in a patient's foot. Attempts have been made to retrieve additional information, but as of the completion of this investigation, the part number, lot number, and implantation date are unknown. The removed mib plate was not returned to trilliant for review. Visual/ dimensional inspection and DHR review: due to the part not being returned and the lot number being unknown, inspection and DHR review could not be performed. Review of similar complaints: (B)(4), customer complaint report log, was reviewed and no similar events were identified from july, 2018 - july 2019 of an mib plate being removed due to infection. Root cause analysis: the removed mib plate was not returned to trilliant for review, and details of the case involving the implantation date, part number, lot number, source of infection, patient details, and status of the mib plate prior to explantation are unknown. Therefore, it is unknown if this event may have been caused by inadequate cleaning/sterilization or by the device being implanted in a contraindicated patient. Due to the limited amount of information available at the time of this investigation, a root cause of the event could not be determined.

Event description:
(B)(6), our trilliant sales representative, contacted sales support on (B)(6) 2019 to request information regarding drivers needed to remove a minimally invasive bunion (mib) plate and associated screws from a patient with an infected foot. The removal case was scheduled for (B)(6) 2019. Sales support asked (B)(6) to report more information once he knew why the plate and screws were being removed but when sales support followed up with him on monday, (B)(6), (B)(6) said that he did not have any information regarding the removal and said to contact (B)(6), one of his sub sales representatives. Sales support contact (B)(6) on monday, (B)(6) and (B)(6) said that he did not have any case information either. He gave sales support the number for dr. (B)(6)' assistant, (B)(6), to retrieve more information. Sales support left a voicemail for (B)(6) on monday (06/24/ 2019), tuesday (06/25/2019), thursday (06/27/2019) and friday (06/28/2019). To date, sales support has not been able to speak with (B)(6) to retrieve more information regarding the mib removal. No e-mail or address was provided and written communication cannot be established.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. 2. Date of event (b3) is unknown. 3. Brand name (d1) is unknown as the reporter did not specify a specific product in their complaint, only a product line. 4. Product code (d2) is unknown as the reporter did not specify if it was a plate or screws that was the cause of the infection. 5. Catalog # and serial # (d4) not utilized by trilliant surgical. 6. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 7. Lot # and unique identifier (UDI) # could not be confirmed. See discussion below. 8. Implanted date (d6) was not reported. 9. Reprocessor name and address (d9) n/a to this report. 10. Concomitant medical products and therapy dates (d11) not reported. 11. As a result of item 7 above, device manufacture date (h4) is unknown. 12. Section h9 n/a to this report. 13. No files attached to this report. Corrected information provided in follow-up submission: b3 - date of event is unknown. B5 - description of event or problem was corrected to not identify any physician or facility by name. D3 - fax number. D4 - model #, catalog #, serial 3, lot #, unique identifier (UDI) #. E1 - initial reporter telephone corrected. Section f is n/a to this report. G1, g2 - fax number added. G3 - company representative is deleted and distributor is selected. H10 - corrected data. Additional information provided in follow-up submission: g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation performed 03/10/2020: potential lot numbers could not be identified for this event. A total of 8 attempts (6 phone attempts and 2 written attempts) were made to follow up with doctor 1's assistant. There are many different screw selections available for the mib plating system. Therefore, potential lot numbers for the plate and respective screws cannot be determined at this time. Thus, device history review (DHR) review could not be conducted.

Event description:
A trilliant surgical sales representative contacted sales support on (B)(6) 2019 to request information regarding drivers needed to remove a minimally invasive bunion (mib) plate and associated screws from a patient with an infected foot. The removal case was scheduled for (B)(6) 2019. Sales support asked the sales representative to report more information once he knew why the plate and screws were being removed, but when sales support followed up with him on (B)(6) 2019, the sales representative said that he did not have any information regarding the removal and said to contact his sub-sales representative. Sales support contacted the sub-sales representative on 06/24/2019 and he said that he did not have any case information either. He gave sales support the number for doctor 1's assistant to retrieve more information. Sales support left a voicemail for doctor 1's assistant on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. To-date, sales support has not been able to speak with doctor 1's assistant to retrieve more information regarding the mib removal.